Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implant procedure, the injector seems to get stuck after injecting the lens. Can¿t untwist and retract. Additional information has been requested.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of injector gets stuck. Therefore, the condition of the product could not be verified. No lot number was identified, with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).